Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer had placed the pump in storage mode. Subsequently, after turning the pump back on, the pump indicated a data log corruption. Customer reported blood glucose (bg) level was 102 mg/dl. The customer has an alternate pump available as alternate insulin therapy.